Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(6). Date of event is estimated. Date of implant is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Related manufacturer reference number: 1627487-2021-15044, 1627487-2021-15046, 1627487-2021-15047, 1627487-2021-15048. It was reported stimulation would turn off on occasion. Diagnostics indicated high impedances. Troubleshooting was attempted without success. Additional information indicates one lead, one extension and the ipg were explanted and replaced to address the issue. Note: all of the patient's leads and extensions are being reported because it is unknown which lead is liable.